Event description:
The customer reported a sore on her nipple that was like cut while using the breast shields and was treated with an antibiotic to treat a yeast infection which is a serious injury.

Manufacturer narrative:
Replacement breast shields were sent to the customer. On (B)(6) 2013, the medela clinician spoke with the customer who stated her nipples remain cracked, and areola are pink and shiny. Baby has white patches in the mouth and started nystatin for treatment of oral thrush yesterday. Recommended customer use (B)(4) and discussed use of diflucan to treat yeast. Customer had stated she wanted to resolve this issue because it has been going on much too long. She states she is going to ask her doctor for a prescription for diflucan now. Customer says she has not really been pumping lately because she is trying to resolve her cracked nipples now. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. (B)(4) all breast pumps, breastshields (B)(4) - causes rash/itching/allergic reaction - cause under investigation.